Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. It was reported that moisture was located in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Date of submission 20-nov-2017 the device has been returned and evaluated by product analysis on 01-nov-2017 with the following findings: during investigation, there was evidence of moisture corrosion observed in the battery canister and on the battery cap. The battery compartment was cracked at the threads on the side. A leak test revealed a battery compartment leak. The pump was powered on and the display was blank. The pump¿s cover was removed and no moisture was observed inside the pump. A test display was installed and found to function properly. Investigation revealed a failed display flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.